Event description:
It was reported that a file separated in the canal during a procedure. The patient was referred to a specialist who filled the canal with the separated piece in place.

Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. Two separated files and four unused files from each lot number were returned. The eight unused files and one retained sample were evaluated for land-width measurements and torque properties and found to be in specification. All of the files were visually inspected, no visual defects were noted. A DHR review was also conducted with no abnormalities noted. Two lot numbers were provided: 081406171 (MFR date 8/14/06) and 022105003 (manufacturer date: 02/21/2005). The reporter did not know which lot number the file involved in the event was from.